Event description:
It was reported that a lead alert occurred on the right ventricular lead due to undersensing and oversensing which prevented therapy from being delivered for the patient's ventricular fibrillation. Patient suffered cardiac arrest and was externally resuscitated and was hospitalized in intensive care. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).